Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient needs a revision of his jts distal femur device. The proximal fixation has failed, the passive tibia has migrated into a varus deformity.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history, device return and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available, this investigation will be re-opened. At the request of the surgeon siw have provided a revision device (pin (B)(4)) for a procedure that was successfully completed with no reported complications on september 12th, 2017.

Event description:
It was reported that the patient needs a revision of his jts distal femur device. The proximal fixation has failed, the passive tibia has migrated into a varus deformity.